Event description:
It was reported that the 9800 system had the monitors go blank with white stars on them. Also there was a low kv and ma error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.